Event description:
The customer reported image gets dark and cloudy during lateral shots and cross hairs don't line up properly for litho/camera cooler not functioning properly. No patient injury was reported.

Manufacturer narrative:
The service rep focused, centered, and aligned camera in accordance with service manual. System operates as intended.